Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic examination revealed numerous kinks on the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. The guide catheter used in the procedure was not returned for product analysis. A mach1 guide catheter was used for functional testing. Functional testing was performed by inserting the distal end of the guidezilla through the hub of the guide catheter. The guidezilla was able to be inserted into the hub; however, due to the numerous kinks in the shaft, functional test was unable to be performed any farther. The maximum outer diameter of the guidezilla distal shaft measured to exceed guidezilla specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial circumflex and obtuse marginal artery. The physician attempted to advance the guidezilla¿ guide extension catheter through a convey 6f guide catheter. However was unable to advance though the guide. The convey guide was exchanged with a 6fr vl runway 3.5 in and as the guidezilla¿ was advanced into the runway the shaft broke. The procedure was completed with a new guidezilla¿ catheter. No patient complications were reported and the patient status is fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial circumflex and obtuse marginal artery. The physician attempted to advance the guidezilla¿ guide extension catheter through a convey 6f guide catheter. However was unable to advance though the guide. The convey guide was exchanged with a 6fr vl runway 3.5 in and as the guidezilla¿ was advanced into the runway the shaft broke. The procedure was completed with a new guidezilla¿ catheter. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).